Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Four (4) attempts were made to obtain additional info on (B)(6) 2013 via voicemail and messages left with office. No additional pt/event info details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on 11/06/2013. (B)(4).

Event description:
A convatec territory manager reports that a nurse noted a skin reaction (rash) under the mass of the durahesive for pts with ileostomies. She reports three (3) of the pts were currently undergoing chemotherapy, one (1) pt had diverticulitis and five (5) pts had allergic reactions. All the pts were seen in the outpatient clinic. All the pts were changed to the hollister extended wear barrier and their skin cleared.